Manufacturer narrative:
MFR's eval: the returned product was not analyzed as the complaint of lead migration could not be confirmed via lab testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including a percutaneous lead, on (B)(6) 2010. It was reported the lead was explanted and replaced due to migration. The explanted lead was returned to the MFR for analysis. F/u on the pt found no further issues reported.